Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign material was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg has been found containing foreign matter before use. The following has been provided by the initial reporter: the user complained that black spot was found in the gel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg has been found containing foreign matter before use. The following has been provided by the initial reporter: the user complained that black spot was found in the gel.